Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that patient went to the hospital due hypoglycemia. The patient's blood glucose levels dropped to 40 mg/dl while to wearing the pod. Despite good faith attempts to obtain further details, no additional information was provided.